Manufacturer narrative:
The insulin pump received with broken off end cap, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called reporting physical damage to his insulin pump. Customer's blood glucose level was 319 mg/dl. He stated that the back of the device fell off. The device was not bumped or dropped. Customer stated the device was alarming no delivery and making strange noises. The back of the insulin pump fell off when customer was priming the device. He said it looks like the glue came off of the piston. There is also a scratch on the device from a year ago. Customer was advised the device will need to be replaced, and to discontinue use of the device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.